Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to range from 53-83 mg/dl and the customer consumed carbohydrates to address bg. The customer was brought to the emergency room (ER) and subsequently hospitalized; however, no treatment was provided as the customer's bg began to increase. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.